Manufacturer narrative:
The troponin t hs reagent lot number was 827232 with an expiration date of 30-apr-2026. The pth reagent lot number was 855897 with an expiration date of 30-jun-2026. The cea reagent lot number was 850670 with an expiration date of 30-jun-2026. The field service engineer (fse) found the pump head was damaged internally. The fse replaced the pump head, flushed the pump assembly, and cleaned the water supply tank. An instrument check was performed with acceptable results. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of persistent "abnormal low signal" alarms affecting multiple assays on a cobas e 801 analytical unit. There were various qc failures and questionable low patient results. The following are examples of discrepant results for 3 patient samples tested for elecsys troponin t hs (troponin t hs), pth elecsys e2g 300 (pth), and elecsys cea (cea). Patient 1 initial troponin t hs result was 397 ng/l. The repeat result was 516 ng/l. The initial cea result was 1.9 ug/l. The repeat result was 2.94 ug/l. Patient 2 initial pth result was 234 ng/l. The repeat result was 328 ng/l. Patient 3 initial cea result was 1.85 ug/l. The repeat result was 2.97 ug/l.